Manufacturer narrative:
If informaion is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The complaint device was received at the service center and evaluated. It was reported that device does not work anymore. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the distal end is damaged. The distal tip, optics were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the hd epscp,4.0,30,167,mitek endoscope device did not work. During in-house engineering evaluation, it was determined that the distal end on the optics on the device was damaged; and therefore, the device had poor quality image. There was no procedure nor patient involvement reported. No additional information was provided.